Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also mentioned that sometimes the insulin pump does not shoot insulin through her body. Troubleshooting was not performed as there was a button error alarm. Customer's blood glucose reading at the time of the call was 409 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.